Event description:
The manufacturer received information alleging that a screen was completely dark. A sales rep visited and confirmed the issue. There was no harm or injury reported. The device has been returned to the manufacturer. It was confirmed that no error indicating a device failure was recorded in the error log. It has been determined that the issue was caused by the lcd failure. The lcd was replaced.